Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Healthcare professional reported implant rupture. Device has been explanted. This relates to the left side.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6 device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken on the posterior side assessed as unidentified (tear) opening and missing side assessed as inconclusive (shell thickness within specification). Additional observations: yellow particle observed on the device.

Event description:
Healthcare professional reported implant rupture. Device has been explanted. This relates to the left side.